Manufacturer narrative:
Returned for review is a calcar rasp handle. As returned, the rasp handle has severe impact markings on the strike plate and along the proximal portion of the frame. The lever still functions. The rasp handle was returned with a fractured weld. The weld site on the distal end of the device shows some discontinuous material. The thickness of the frame and material hardness are conforming to print specifications. Material has been removed by some sort of a grinding activity. Grinding/machine lines are found near the fractured weld. The thickness of the frame and material harness are conforming to print specifications. The device was used for treatment this device has a potential field age of 20+ years, and the reported event appears related to the instrument reaching the end of its useful life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
In the customer's kit inspection, the calcar rasp handle was damaged. The customer used and finished the surgery with an alternative one.